Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log as "improper shutdown" messages. However, "improper shutdown" messages can be the result of the user removing all power from the pump without first powering off the pump using the off key or the result of the pump powering off without user input. The history log can not determine what caused the loss of power. The device was found within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No cause was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was intermittently powering off. The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.